Event description:
It was reported that a surgeon in the UK implanted a trial instead of the implant for the rts system. The compliance director at the hospital asked multiple questions regarding the trial implants. It was reported on (B)(6) 2022 that the surgeon performed a replacement surgery to remove the trial and replace it with an implant. The replacement surgery took place with no reported complications. The surgeon was able to remove the trial and insert the implant without any issues.